Manufacturer narrative:
Device was received with a critical pump error alarm and unable to download, problem isolated to the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test or verify unresponsive keypad, a broken force sensor was detected during seating or regular delivery error alarms or frozen screen anomaly due to critical pump error alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that insulin pump had frozen display and critical pump error. Customer¿s blood glucose was 78 mg/dl at the time of incident. Alarm occurred after the time that the buttons were not responding. Customer reported that insulin pump display was completely blank. Customer states pump was exposed to a high magnetic field. The insulin pump will be returned for analysis.